Manufacturer narrative:
The service evaluation did not confirm the customer¿s reported issue, however, a no image defect was found as only color bar were displayed. The color bars occurred when the video connector of the camera head was manipulated/moved which is attributed to a defective cable. The cause of the defective cable is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer 4k autoclavable camera head was returned for service/repair for a reported ¿grainy image¿. The problem was found during preparation for use. Upon inspection and testing, a no image defect was found, only color bars displayed. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective cable could not be determined. Olympus will continue to monitor field performance for this device.